Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving a glucose result of 355 mg/dl on their precision xtra blood glucose meter. He then went to bed, and during the middle of the night, the customer experienced a seizure. He was transported to a local hospital where he was diagnosed with severe hypoglycemia. Food was provided by the hospital, and an intravenous treatment of glucose was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.